Manufacturer narrative:
The initial report had incorrect information related to blood glucose in narrative. The correct information has been provided with this report.

Event description:
It was reported that customer's blood glucose level was high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the meter reading as high blood glucose level. Customer¿s blood glucose level was unknown at the time of incidence. Customer reported that the needle was braking off. Customer did not reported that the needle was fractured while in the body. Customer declined to troubleshoot for high blood glucose level. The steel needle was under the skin. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.